Manufacturer narrative:
We know that this reporting has past the 30 day deadline since (B)(6) 2022. This was caused by the assumption that by reporting a recall (see box 9) the MDR was fulfilled. Most important for us was that our customers were notified to quarantine the product with lotnumber m78560 as soon as possible (6-dec-2022). We were made aware of this non-conformity by FDA inspector (B)(6) during the routine inspection from (B)(6) 2023. Form 483 observation 1. After that it took more than 2 months to get the web trader account approved for submission of this report. On (B)(6)  2022 a complaint was received from (B)(6) hospital pa USA about high duplicate cv during calibration and with a patient sample. (Kit lot m78560). Contact: (B)(6) point of care testing department. (B)(6) . This MDR is now refiled as separate MDR after an email from mr xu with ref number gen2300554/s002: request for additional information regarding mdrs submitted in summary format. 19 january 2024. The initial report was mistakenly submitted as a summary report and this submission serves as a rectification. The contact details for the future diagnostics responsible person are changed from mr van woezik to dr lindhout as mr van woezik left the company.

Event description:
Repeated high duplicate cv reported by customer.. The high cv problem is caused by the accuspheres inside the rtu-plate (3c-ipt-18) with lot number m78493. Pth kits with other rtu-plate lot numbers do not show the problem. Future dx has implemented additional quality control measures to prevent release of new batches with the same issue.

Manufacturer narrative:
We know that this reporting has past the 30 day deadline since 17-dec-2022. This was caused by the assumption that by reporting a recall (see box 9) the MDR was fulfilled. Most important for us was that our customers were notified to quarantine the product with lot number m78560 as soon as possible (6-dec-2022). We were made aware of this non-conformity by FDA inspector (B)(6) during the routine inspection from 16-jan-2023 - 19-jan-2023. Form 483 observation 1. After that it took more than 2 months to get the webtrader account approved for submission of this report. On november 21st  2022 a complaint was received from (B)(6) hospital about high duplicate cv during calibration and with a patient sample. (Kit lot m78560) contact: (B)(6). This MDR is now refiled as separate MDR after an email from mr. (B)(4) with ref number (B)(4): request for additional information regarding mdrs submitted in summary format.

Event description:
Repeated high duplicate cv reported by customer. The high cv problem is caused by the accuspheres inside the rtu-plate (3c-ipt-18) with lot number m78493. Pth kits with other rtu-plate lot numbers do not show the problem. Future dx has implemented additional quality control measures to prevent release of new batches with the same issue.